Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2019 with blood glucose 541 mg/dl. The customer's other blood glucose was 455 mg/dl. The customer was treated with insulin drip. Troubleshooting was performed for high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they had performed the high pressure test and found that the insulin pump alarmed. The customer reported that there was insulin flow blocked alarm and the issue was resolved by changing complete set. The product will not be returned for analysis.